Event description:
While using an abbott plum a pump, the IV was found to be infiltrated with blister fluid during the assessment. The IV site was very swollen and the top of the foot was blanched and measured 10cm around the foot. The security band was also on this foot and was found to be very tight above and below the band. The IV and the security band were removed, and the foot was elevated. A plastic surgery consultation was conducted two weeks later, which revealed that after the scab falls off, there should be no residual effects due to the infiltration. No alarms sounded during this event.